Event description:
It was reported that the customer was having trouble with the foley catheter, which had clogged up and wanted to know if there was anything they could do to help fix it. The customer had this foley catheter for a year, and they changed the bag every thirty days but not the catheter itself. Patients have had nights where they woke up and had to go to the bathroom to try to get it unclogged, which was very embarrassing. The patient did not feel any pain from it. They change the drainage bag but not the tube that goes directly into their body. Representative replied that bd makes sizes that go up to 24 fr, but it would be at the discretion of their care team if they needed to size up or what type of catheter the patient was using. Advised the customer that they would need to speak directly with their physician regarding this matter as they were unable to give medical advice on this issue. Per follow up via phone on (B)(6) 2023, the issue had been resolved, and customer was able to drain the urine properly.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to drainage eye occlusion blocked drainage lumen caused by plc failure and also might be contribute by no drainage eye or user related (salt accumulation). The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.